Event description:
This device is at eri indication. During a device check in mid-may, the battery was fine, but in late june the device went eri unexpectedly.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. At the next step the device was subjected to an electrical incoming inspection. The inspection revealed that the device was not interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted. Subsequently investigations revealed that an integrated circuit of the electronic module was damaged. This led to an increased current consumption depleting the battery. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The current consumption during the production at biotronik was regular. In summary, the clinical observation resulted from a damage of an integrated circuit. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.